Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the recharger wouldn't charge and was unresponsive. Patient said that all they saw were scrolling green lights on the recharger and the recharger wouldn't turn on. Patient said that the issue started about a month ago however said they could still use it. Patient said they noticed that the ins depleted about two weeks ago and now the recharger wouldn't turn on and couldn't recharge the ins. When asked, patient said the recharger was kept on the plugged in dock when it was not being used. The issue was not resolved through troubleshooting.